Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information.

Event description:
The customer contacted baxter's service center regarding a low drain volume alarm which occurred on the home choice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) check the patient line. The hp said there were gaps of air. The tsr explained about checking the patient line. The tsr assisted to end therapy. The hp would set up with new supplies and the tsr advised the hp to let the nurse know about the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The clinician indicated that there was no clinical impact from the report of air in the line. The sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the problem was confirmed. The root cause is undetermined. This issue is being investigated through CAPA.